Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited shocking lead impedance test (slit) measurements >125 ohms. The shocking impedance measurement at the implant was 41 ohms with a 21 j shock. The patient was brought back to the electrophysiology (ep) lab, the setscrews were checked, loosened and reconnected. The slit is now measuring between 60-70 ohms and a 1.1 j shock impedance measured in the 40s, a 21 joule shock resulted in an impedance measurement of 43 ohms with a 3.8 second charge time. The vt zone was reprogrammed from 160 bpm to 170 bpm and the vf zone was changed from 210 bpm to 200 bpm. Guidant received additional information that the slit measurements have continued to be greater than 125 ohms following the intervention.